Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same event (reference 1825034-2013-05609 / 05615).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2007 and a total right hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.